Manufacturer narrative:
Immucor technical support used a remote access method on 27apr2018 to assess the testing instrument in question, and found that the event log showed no errors during testing and that all test wells associated with this donor blood sample were visually consistent with the instrument outputs. An immucor field service engineer (fse) visited the customer site on 30apr2018 to assess the testing instrument in question, and found the instrument to be operating as expected. (B)(4).

Event description:
On 27apr2018, a customer site reported an unexpected abo blood group mistype, when tested on a galileo neo instrument, when tested on (B)(6) 2018.